Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) emitted beeping tones. It was noted that the device is due to get extracted in one month. The health care professional (HCP) inquired about disabling the beeper and about performing a magnetic resonance imaging (MRI). Additionally, the electrode exhibited high out of range shock lead impedance measurements due to being fractured. The HCP was told due to high impedance measurements an MRI cannot be performed. TS informed there is no other method to disable to the beeper. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that the physician decided to implant a transvenous system and subsequently, the S-ICD was programmed off and will be removed at a later time. The device remains implanted. No additional adverse patient effects were reported.